Event description:
A site reported to rxsight that a patient's light adjustable lens (lal) was explanted due to poor quality of vision after 3 light adjustments. A new lal was implanted as a replacement. No additional information has been provided.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. The manufacturer's reference #: (B)(4).